Event description:
Approximately 1 month after implantation via homemonitoring, low pacing impedance was observed. Undersensing and pacing failure was confirmed. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated approximately 22 cm distal to the is-1 connector pin, in the region of the suture sleeve deformations of the outer and inner conductor coils. In this region, the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. These findings can be considered as the root cause of the low impedances. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.